Event description:
The customer called to report blank display. The customer stated that the backlight has been out for two weeks. The customer changed the batteries and the backlight still did not work. Troubleshooting was performed. The audible tone could not be heard.